Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not verify the issue and error was not saved in logs. The alarm calls for the customer to restart the pump. The pump was just pulled and replaced. Fse completed all diagnostic, performance and safety tests with no issues. The unit was approved for clinical use and returned to the department. The safety disk was replaced per safety disk recall.

Event description:
N/a

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a system over temperature, making unusual noises. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a system over temperature, making unusual noises.